Event description:
It was reported that nexiva 24ga 0.75in y leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: we have had 5 episodes of the staff not being able to flush the y adapter and then a leakage of blood all the way up the giving set. We have had to change both the y adapter and closed access to the needle free access device that we use.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. The photo displayed a dual port 24g nexiva device indwelling in the patient with an extension set attached to the q-syte on of the luers and a standalone q-syte attached to the other luer. Media can be seen present in the nexiva extension tubing, extension set, and the q-syte which is attached to the extension set. The other q-syte appears to have some media below the bottom septum which indicated that flow was likely present at some point. No leaks or damage were observed throughout the nexiva device or the attached extension set. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physica.l sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24ga 0.75in y leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: we have had 5 episodes of the staff not being able to flush the y adapter and then a leakage of blood all the way up the giving set. We have had to change both the y adapter and closed access to the needle free access device that we use.